Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in good condition. The keypad and labels were intact. The investigator determined that there was no evidence in the event log to support the user's claim of "no dso alarm". The investigator ran the pump in user mode with the down-stream tubing clamped. The pump failed to generate an alarm, therefore confirming the customer's reported product problem. The investigator determined that the sensor was not detecting the occurrence of a high pressure buildup, and the pump therefore failed to go into alarm mode under that situation. The dso sensor was faulty and not sensing a down-stream occlusion. The dso was replaced as a result.

Event description:
It was reported that the downstream pressure failed to alarm on the cadd-legacy pump. No patient injury or complications were reported in relation to this event.